Manufacturer narrative:
Concomitant device(s): replicator plate, torque screw, humeral head.

Event description:
As reported, this (B)(6) y/o female patient was revised for glenoid loosening in right shoulder, confirmed by x-rays and CT-scan and migration of a peg. This information was received from the clinical study database.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of extensive wear of the polyethylene, detachment of the inferior posterior peg, and loosening of the glenoid component. The timing of the polyethylene peg detachment relative to the extensive wear of the articular surface is unclear.